Event description:
It was reported that the device had reached eol prematurely. The device was found to be in backup vvi mode. The replacement has been postponed due to patient's condition.

Event description:
New information stated that the patient was hospitalized for pneumonia and was suffering from respiratory and multiple organ failure. The patient later expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes patient expired due to heart failure.